Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that (2) abs-10010s double syringe systems leaked. This occurred during a case, with no additional information provided. Additional information has been requested. Additional information was provided on 05/17/2023, it was reported that this event occurred during a prp injection on (B)(6) 2023. The spill was not contained.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported and observed failure is a user error of following the correct surgical technique.